Event description:
Drug/diluent: ropivacaine 0.2%, fill volume: 600ml, flow rate: 8.0ml/hr, procedure: knee manipulation, cathplace: unknown. Pump was connected to patient on (B)(6) 2012. Patient stated that the evening of (B)(6) 2012 there was excessive leaking at the catheter site. On the morning of (B)(6) 2012 the pump was empty. The pump lasted approximately 48 hours instead of the 72 hours that was anticipated. Infusion start: (B)(6) 2012 time unknown, infusion end: (B)(6) 2012 am, patient contact: yes, adverse event: no.

Manufacturer narrative:
Method: although a return kit was mailed, the actual pump used was not received from the end user. Final letter was sent to customer on (B)(4) 2012, with no response. Results: without the actual product, a complete analysis cannot be conducted. Conclusions: the device history record was reviewed and the lot met all manufacturing and quality specifications prior to release. If this sample is received in the future, a new complaint will be opened to evaluate the sample and I-flow will submit its findings. I-flow provides a "caution" on its dfu which states the following: cautions: do not under fill pump. Under filling the pump may significantly increase the flow rate. Flow rate is unpredictable if it is dialed between rate settings. The select-a-flow device should be worn outside the clothing and kept at room temperature. Temperature will affect solution viscosity, resulting in faster or slower flow rate. Select-a-flow have been calibrated using normal saline (ns) as the diluent and room temperature (22 degrees celsius, 72 degrees fahrenheit) as the operating environment. Flow rate will increase approximately 1.4% per 1 degree fahrenheit/0.6 degrees celsius increase in temperature and will decrease approximately 1.4% per 1 degree fahrenheit/0.6 degrees celsius decrease in temperature.